Manufacturer narrative:
(B)(4): physio-control was able to verify the reported failure. Physio-control is in process of repair and continues to investigate the reported failure. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would not power up on ac or dc power. There was no patient use associated with the reported failure.